Event description:
The customer reports that a group b positive cord sample tested for the dat was negative on the provue and positive 1+ in the tube method and manual gel method. No erroneous results were reported.

Manufacturer narrative:
The customer repeated the test a second time on the provue using the same lot of reagent and a 1+ reaction was obtained. The customer confirmed with cts that the daily qc was acceptable. The customer confirmed with cts that the gel cards have normal appearance. Cts discussed with the customer the nature of abo antibodies that cross the placenta are weak in nature. The customer is confidence that this is an isolated incident. The customer has not experience any other incidents of weak reactions that are false negative. (B)(4).